Event description:
It was reported that during post-implant device check, asymptomatic patient received an alert for non-sustained lead noise due to far p-wave oversensing. The non-sustained lead noise alert was caused by a mismatch between the near field and far field channels. Programming changes were made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.